Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in lens case/vial. Visual inspection found no visible damage to the lens. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted and removed a 12.6mm micl12.6 implantable collamer lens, -9.5 diopter, due to high vaulting. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.